Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the planned treatment of vascular procedure was completed by moving the patient to another room. The philips remote service engineer (rse) analyzed the system remotely and verified that the customer experienced a loss of live image, with both the live and reference screens in the exam room displaying a black screen. The philips field service engineer (fse) inspected the system onsite and resolved the issue by rebooting the scaler and dvi switch. After rebooting scaler and dvi switch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system lost the live image. The device was in clinical use at the time of the event. No harm to the patient or user was reported.